Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with scratch/scuff marks and discoloration/strong contamination on the spacer and the return electrode. The lower and the middle electrode is completely detached and the upper electrode is worn. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was activated in saline solution using a known good coblator ii controller in which the device produced plasma at ablate/coag min./max. Settings on the remaining stubs of the electrodes. The suction- and the saline lines were tested and performed as intended. The complaint was verified and the root cause could not be determined with certainty.

Event description:
It was reported that during a tonsillectomy procedure, the electrode wire at the front end of the cutter head were melt and could not be used. The device break inside the patient due to the malfunction, the piece was recovered. A backup device was available to complete the procedure with no significant delay and no patient injuries.